Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that during sleep, three infusion set's tubing broke at the site connection. The patient also stated that the connector did not detach but rather that the tubing broke. Patient's blood glucose level was at 351 mg/dl, at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.